Manufacturer narrative:
The returned device was evaluated and the pod was received with the exposed portion of the soft cannula kinked. During the fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determine when this damage to soft cannula occurred. The pod download data showed no abnormalities in insulin delivery during operation. The pod download data showed an 0x18 alarm generated, indicating the device has reached an empty reservoir state. The reservoir was confirmed to be empty during investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father of a patient reports while his son was wearing a pod between 4 and 24 hours his blood glucose level reached 400 mg/dl. Once the pod was removed from the infusion site it was discovered that the cannula was bent. As treatment, the patient self administered a shot of insulin and changed the pod. The patient's blood glucose history are as follows: time: 7:00 pm, bg(mg/dl): 200; 8:00 pm, 350; 9:00 pm, 400; 11:15 pm, 400.